Manufacturer narrative:
During replacement of an external waste pump on an alinity c processing module, an individual cut their finger on a metal bracket that supported one of the waste lines on the water management unit. This occurred while disconnecting and cleaning the waste tubing within the water management unit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module or water management unit with regards to the reported event. A review of the manufacturing documentation did not identify any issues for the water management unit as it relates to the reported event. Labeling was reviewed and was found to address the reported event. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or water management unit was identified.

Event description:
The field service representative (fsr) was installing a new external waste pump and removing existing tubing/fittings from the alinity c processing module. A sharp object was observed in the waste area that penetrated and cut the fsr¿s finger, causing blood to be seen on his gloves. The cut was washed and disinfected in the laboratory and further evaluation and treatment at the doctor¿s office was received. Tests for hepatitis were run, and a tetanus shot was administered. The fsr was wearing proper ppe (personal protective equipment). The fsr went back to work the following day and has had no issue since the incident. No additional impact to the fsr was reported.

Event description:
The field service representative (fsr) was installing a new external waste pump and removing existing tubing/fittings from the alinity c processing module. A sharp object was observed in the waste area that penetrated and cut the fsr¿s finger, causing blood to be seen on his gloves. The cut was washed and disinfected in the laboratory and further evaluation and treatment at the doctor¿s office was received. Tests for hepatitis were run, and a tetanus shot was administered. The fsr was wearing proper ppe (personal protective equipment). The fsr went back to work the following day and has had no issue since the incident. No additional impact to the fsr was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.